Event description:
At about 15 years from the primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully. It was not possible to have any further info.

Manufacturer narrative:
No info regarding primary surgery. Batch review not possible to be performed. No other info available.